Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's niece reported via phone call that the customer was hospitalized due to a high blood glucose level and was now in a nursing home. The doctor took her off the insulin pump because of her unsafe behavior with the insulin pump. Customer' s blood glucose level was not reported. The device was not returned.